Manufacturer narrative:
Section d4: serial number was requested but was not provided. Manufacturer's investigation conclusion: the device history records were unable to be reviewed due to the serial number of the mpu being unknown. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect, low voltage, and no external power alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported event of no external power alarms was confirmed via the submitted log files. The mobile power unit (mpu) was not returned for analysis; however, log files were submitted for review. A review of the submitted log file showed events spanning approximately 9 hours (B)(6) 2021 00:32:44 ¿ 09:34:32 per time stamp). Between 08:30:04 ¿ 08:30:21, a no external power event due to a loss of ac power while connected to the mpu occurred due to a loss of ac power. The backup battery provided power to the system during this event and the alarm cleared when power was restored. Pump operation was not affected. A review of the submitted log file showed events spanning approximately 1 day (B)(6) 2021 per time stamp). A no external power event due to a loss of ac power while connected to the mpu was captured on (B)(6) 2021 between 07:49:17 ¿ 07:50:25. The backup battery provided power to the system during this event and the alarm cleared when power was restored. Pump operation was not affected. The serial number of the mpu was unknown. The mpu is not returning for analysis. The root cause for the reported event was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that upon review of the patient's log files, no external power events while the patient was connected to the mobile power unit (mpu) were seen. During troubleshooting at the end of october the field clinical specialist had observed that the mpu did not have an ac power cord with a v-lock connector. The field clinical specialist asked the hospital to exchange the ac power cord. It was unknown if the ac power cord became loose at the wall/ outlet or at the back of the mpu unit at the time of the event. No environmental circumstances which may have affected ac power at the time of the no external power events were reported by the patient or the customer.